Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that she called earlier about a motor error alarm on the insulin pump. Customer's blood glucose was 89 mg/dl at the time of the incident. Customer reported that the drive support cap appears normal. Customer stated that after she hung up, she changed the battery and when the pump turned back on, it gave her a compromised force sensor system alarm. Customer rewound the pump and it went on a black screen. Customer stated that it was telling her to set a time and date. Customer was assisted in clearing the alarm. Customer was unable to complete the rewind sequence due to the compromised force sensor system alarm. Customer stated that the pump had been dropped on a rug. It was explained that the possible cause of the alarm was during seating, the force sensor did not detect the reservoir. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Unit power up properly after battery installation. No blank display or black display anomaly noted. Unit alarmed compromised force sensor system during rewind due to corroded the motor home switch. Unable to perform operating current test, unexpected restart error test or all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify motor error alarm due to the compromised force sensor system alarm. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained address / serial number label.